Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tl90 device arrived in good visual condition and with a reload not loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: on which firing did the event occur? First. After the surgeon fired the device, were there staples seen in the surgical field or patient cavity? No. Was the tissue excised prior to checking the staple line? Yes. He had to close with sutures. The following information was requested, but unavailable: was there bleeding? If yes, how much blood was loss (ml)? How was the bleeding controlled? Did the patient require a blood transfusion?

Event description:
It was reported that during a cystectomy procedure, an attempt was made to use device, however, the surgeon indicated there were no staples in device, no staples came out when device was fired. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information received: on which firing did the event occur? First. After the surgeon fired the device, were there staples seen in the surgical field or patient cavity? No. Was the tissue excised prior to checking the staple line? Yes. He had to close with sutures.